Event description:
The customer observed a false non-reactive architect syphilis tp for a 59-year-old patient. The following results were provided (reference range <1.0 s/co): initial syphilis result= 0.87 s/co; repeat result= 0.89 s/co; tppa result= positive; trust result= negative there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Additionally, return testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 61329be01 did not identify an increase in complaint activity. A ticket trending review did not identify any related trend regarding commonalities for lot number 61329be01 and issue. Device history record review did not identify any potential non-conformances, non-conformances and deviations associated with the likely cause lot number 61329be01. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. The return sample was tested with reagent lot 63520be01 and generated a nonreactive result (0.94 s/co). The sample was additionally tested with recomline treponema igm and recomline treponema igg methods which generated negative results. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, no discrepant results were generated during in-house testing. The non-reactive results obtained with the architect syphilis tp reagent are in concordance to negative results obtained with recomline treponema igm and igg. Based on the investigation the architect syphilis tp reagent lot 61329be01 is performing as intended, no systemic issue or deficiency of the architect syphilis tp reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31/41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive architect syphilis tp for a 59-year-old patient. The following results were provided (reference range <1.0 s/co): initial syphilis result= 0.87 s/co; repeat result= 0.89 s/co; tppa result= positive; trust result= negative. There was no impact to patient management reported.